Event description:
Customer's mother reported that the battery life was not as long as it should have been. The blood glucose reading was 114 mg/dl. She stated that she did not perform excessive button pressing and that the backlight was not used frequently. She stated that she did not do daily set rewinds and that there were no unattended alarms. Customer received a failed battery test alarm. She reported that the battery cap contacts were dirty but that the battery compartment and spring showed were not damaged or corroded. She was advised to clean the battery cap and insert a new battery and she received another failed battery test alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with failed battery test alarm due to corroded battery cap contact. No blank display noted. Unable to verify low battery alarm due to failed battery test alarm. The insulin pump had minor scratched and cracked reservoir tube lip.